Event description:
It was reported that a patient had a left knee replacement in (B)(6) 2000 and a right knee replacement in (B)(6) 2009. The patient reported that following her right knee replacement in (B)(6) 2009, she felt pain the next morning as she was using her stair lift. The patient reported that she had to let go of the handle on the stair lift and fell to the floor. The patient pressed her emergency alarm and she was taken to hospital in an ambulance. The patient explains that she is not currently in pain but explained that she feels she has no strength in her right knee and it also feels very weak.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.